Event description:
It was reported that the 9800 system had poor image quality with lines through the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor and display adaptor were replaced during the service call. The system was tested and found to be working as intended, and put back into service.